Event description:
Doctor was performing a bone graft procedure in the mandible. In the process of drilling a pilot hole, the twist drill broke. All pieces of the twist drill were recovered from the pt.